Event description:
It was reported that the device reached elective replacement earlier than the physician expected. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached elective replacement earlier than the physician expected. The device remains in use. No patient complications have been reported as a result of this event. The device was later explanted and replaced due to eos (end of service).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.